Manufacturer narrative:
The cypher stent would not cross the left anterior descending (lad) lesion. Upon trying to remove the stent from the patient, the hub separated from the shaft. The product was safely removed from the patient. There was no patient injury. Multiple attempts to obtain detailed information regarding the event were unsuccessful. The product was returned for analysis. One non-sterile cypher us otw 3.00 x 28 was received coiled inside of a plastic bag for analysis. The luer hub was separated from the proximal end of the body/shaft. The stent was found correctly positioned on the balloon and no visual damage was noted. No damages were noted on the balloon. The body/shaft presented a kinked condition at 104.5 cm from distal end. The luer hub and the inner body proximal section were inspected under a microscope. On the inner body surface there is evidence of adhesive and the luer hub distal end was found ripped. The unit was sent to sem analysis in order to identify the cause of the separation and the results show that multiple elongations and a crack could be noted in the external surface of the separation site. Elongations are common in pieces that were pulled until failure. No chemical degradation or cutting characteristics were noted in this sample. The exact cause of this separation could not be conclusively determined. An investigation was performed by manufacturing engineering. The failure mode was reproduced through pull test on catheters manufactured under normal conditions. Therefore, it can be concluded that the complaint unit was under excessive tensile stress on the application process. The result obtained on sample units used for this test was above specification of 1.5 lbs minimum. A similar material condition of the units was shown as reported by customer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "separated-during use"¿ was confirmed. The exact cause of the reported complaint could not be conclusively determined. However it does not appears to be manufacturing related. The instructions for use (IFU) indicates that should any resistance be felt at any time during either lesion access or removal of the stent delivery system (sds) pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available for review, there are possible vessel characteristics that may have contributed to the product failure to cross the lesion and user handling factors that may have subsequently led to the separation of the product. The sem and product analysis results suggest that procedure factors may have impacted the damage observed on the received unit; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned.additional information will be submitted within 30 days from receipt.

Event description:
The cypher stent would not cross the left anterior descending (lad) lesion. Upon trying to remove the stent from the lad (the part that had crossed the lad), the hub came off the stent. Had to hold shaft of stent in order to remove the stent from the patient. There was no patient injury. The product will be returned for analysis.